Event description:
It was reported to philips that the system made a buzzing sound and shutdown. The user performed a reboot, but the system failed to boot. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.